Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, 1-2 weeks after bariatric laparoscopic procedures, the patients are having skin reactions as redness and itc hing at incision site where glue is found. The patients have no known allergies - except one with allergy to red dye. The patients have not been treated for infections. Although one was treated with steroids post-op which creates an increased ulcer risk post bariatric surgery and one patient had to have the wound debrided. There was tissue damage.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) received one photograph of skin adhesive product. The visual inspection of the photographs noted skin irritation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.